Event description:
It was reported that the right ventricular lead failed. Additional information has been requested and not yet received. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d314drg ICD, implanted: 2013 (B)(6). (B)(4).